Manufacturer narrative:
Analysis of the recharger, model 37751, s/n (B)(4), found damaged female connector with bent pins.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4)) found that the recharger board had a bent connector pin. (B)(4).

Event description:
The patient via a manufacturer representative reported that the recharger screen was blank. They had tried resetting the recharger several times but it did not resolve the issue. They plugged the recharger into the desktop charger but the recharger was not charging. These issues started on (B)(6) 2016. Due to the recharger issues the patient's implantable neurostimulator (ins) was dead because they could not charge the ins. They were sent a replacement recharger. There were no patient symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.